Event description:
It was reported that bd ultra-fine¿ pen needle bent during use and leaked. This occurred on 2 occasions. The following information was provided by the initial reporter: it was reported that needle bent during injection and insulin leaked out. Stated, pen needle bent during injection at the patient end. Stated, the insulin was leaking out onto her hand and that's when she noticed they were bent. Had to use a second pen needle to get her dosage. 2 pen needles affected.

Manufacturer narrative:
The following fields have been updated with additional information: d.10. Device available for eval? Yes d.10. Returned to manufacturer on: 2020-05-26 h.3. Device returned to manufacturer: yes h.3. Device eval by manufacturer: yes h.3. Reason code for no evaluation: other h.3. If other specify: see h.10 h.6. Investigation summary: level a investigation - complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_1__; occurrence: a complaint history check was performed and this is the 1st related complaint for bending during use pe & leakage on lot # 8135635. Investigation summary: customer returned (4) open 4mm, 32g pen needles without the tear drop label or inner shield. Customer states that the needle bent during injection and insulin leaked out. All returned pen needles were examined and 2 out of 4 samples exhibited a bent patient end of the cannula. Both remaining samples were tested and were able to expel properly without any observed defects. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Investigation conclusion: based on the samples and/or photo(s) received the investigation concluded: - confirmed: bd was able to duplicate or confirm the customer¿s indicated failure (bent cannula) - unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure (leakage) complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: cannula bent during use of the product by the customer. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Manufacturer narrative:
Investigation summary: level a investigation - complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_1__; occurrence: a complaint history check was performed and this is the 1st related complaint for bending during use pe & leakage on lot # 8135635. Investigation summary: no samples were returned therefore the complaint could not be confirmed and the root cause is undetermined. If samples are received in the future the complaint will be reopened for further investigation. A lot history review was carried out and no related non conformance's were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Investigation conclusion: as no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that bd ultra-fine¿ pen needle bent during use and leaked. This occurred on 2 occasions. The following information was provided by the initial reporter: it was reported that needle bent during injection and insulin leaked out. Stated, pen needle bent during injection at the patient end. Stated, the insulin was leaking out onto her hand and that's when she noticed they were bent. Had to use a second pen needle to get her dosage. 2 pen needles affected.